Event description:
Customer called to report damage to the insulin pump. Customer stated that the insulin pump is chipped around the reservoir compartment. Customer's blood glucose reading was 57 mg/dl. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing reservoir o-ring, missing end cap sticker and cracked battery tube threads.